Event description:
Reportedly, the instrument cut the vessel during application, and a clip scissored on another instrument. Both instruments loaded a clip incorrectly after several clips were applied properly. Clips were applied properly. Clips were retrieved. Procedure: CABG.